Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer was at 262 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as feeling thirsty. The customer was wearing the insulin pump during the incident. The customer alleged pump under delivery. Troubleshooting was not completed as the customer did not have a tubing clamp. The customer stated the pump was worn near a CT scan machine. The insulin pump will not be returned for analysis.